Event description:
The customer reported that after 30 minutes of a sleeve gastrectomy procedure, the clear insulation became damaged and fell into the patient's abdominal cavity. The surgeon was unable to locate the material. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.